Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when testing the lead during device change, it was found that upon pacing at one volt the current was 4.9 ma suggesting insulation issues. The lead was replaced. No patient complications have been reported as a result of this event.